Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-oct-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not communicating. A field service engineer (fse) checked the remote support service (rss) dashboard at 08:00 and observed that six pyxis devices had gone offline about two hours earlier. Then the fse confirmed with nurse manager that other hospital equipment on the 3rd floor east wing had also gone offline. A network ticket had already been reported to the hospital¿s information technology (it) team. Upon rechecking the rss dashboard at 09:30, all pyxis devices were found to be back online. The system functioned as intended after the fse investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, had station patient list does not communicate to epic. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.